Event description:
It was reported that the day after the PICC was inserted, swelling occurred in the forearm where the PICC was inserted, so it was removed. Catheter leakage was confirmed. The drug solution was soldem a. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the problem could not be reproduced. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter had the connector assembly piece attached and the distal valve was present. A functional testing of flushing the catheter with water using a 12ml syringe was performed. No leaks were observed. Then the distal valve was intentionally occluded in order to increase the pressure within the catheter during flushing and find a possible leak, but still no leaks were observed. The complaint could not be confirmed as no issues were found in the catheter. This complaint will be recorded for future trending and monitoring purposes.